Event description:
The customer reported that there was an overload fault error and a bad control panel processor. There was also a keyboard failure.

Manufacturer narrative:
(B) (4). Error code displayed. The ge service rep verified the system keyboard failure. He was unable to reproduce the overload fault error. He checked all connectors to and from the keyboard. He pulled the connector to the ir board but still got the error. He confirmed with tech support to replace control panel processor. He removed and replaced the control panel processor. He found a trace under the magnetic cable shield that was worn through. It was caused by a travel vibration. The cycled power three times without keyboard failure. The system is operating as intended.